Event description:
Customer called to report that a medical asst while opening a sample of cytolyt solution splashed a small quantity into her eye. There was no pt sample in the solution. Medical asst was advised by dr at lab to thoroughly rinse eye and is back working.